Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted to treat a stricture in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to advance the stent over the guidewire. Upon reaching the ampulla, it was observed that the distal portion of the stent, specifically beneath the leading barb, appeared kinked. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was in the pancreatic duct, during the attempted deployment. Per the instruction for use, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed.". Additional information received on august 15, 2025: it was reported that there was a 10-minute delay in the procedure.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked. Block h11: an advanix pancreatic stent was returned for analysis. A visual examination of the returned device revealed that the stent was kinked and torn. Microscopic examination was performed, confirming the presence of tearing and deformation on the stent structure. No other damages were noted to the stent and delivery system. Product analysis: confirmed the reported event of stent kinked. Taking all available information into consideration, the investigation concluded that the reported event and observed damage were most likely procedural factors as handling of the device and the technique used by the physician could have resulted in the damages encountered in the device during stent insertion. Therefore, a review and analysis of the all the available information indicated that the most probable cause is adverse event related to procedure.

Manufacturer narrative:
Block h6 (impact code) has been corrected. Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted to treat a stricture in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to advance the stent over the guidewire. Upon reaching the ampulla, it was observed that the distal portion of the stent, specifically beneath the leading barb, appeared kinked. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported as a result of this event. Note: it was reported that the guidewire was in the pancreatic duct, during the attempted deployment. Per the instruction for use, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." Additional information received on august 15, 2025 it was reported that there was a 10-minute delay in the procedure.

Manufacturer narrative:
Block h6: imdrf device code a0406 captures the reportable event of pancreatic stent kinked.

Event description:
It was reported to boston scientific corporation that a advanix pancreatic stent was to be implanted to treat a stricture in the pancreatic duct during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2025. During the procedure, an attempt was made to advance the stent over the guidewire. Upon reaching the ampulla, it was observed that the distal portion of the stent, specifically beneath the leading barb, appeared kinked. Another advanix pancreatic stent was used to complete the procedure. There were no patient complications reported as a result of this event. It was reported that the guidewire was in the pancreatic duct, during the attempted deployment. Per the instruction for use, "if the guidewire is not completely retracted into the delivery system, the stent cannot be fully deployed." Additional information received on august 15, 2025. It was reported that there was a 10-minute delay in the procedure.